Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal that a 52 yo male had a hip revision (B)(6) 2022. No additional information.